Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections h6: investigation findings and investigation conclusions. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. According to the device training manuals, risk factors for aortic dissection, cardiac/aortic hematoma, or annular rupture during the tvr procedure include significant valve over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified sinotubular junction. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien transcatheter heart valve (all models) relies on calcium to securely anchor in the landing zone. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to the perforation of the patient's abdominal aorta. Investigation results are inconclusive due to the limited information provided; however, procedural factors likely contributed to the abdominal aortic perforation due to twisting of the 16fr esheath+ during advancement and the esheath+ not being sutured in place prior to system advancement. Patient factors (advanced age of 81 years and tortuous anatomy) may have also contributed to the aortic perforation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The delivery system device was returned for evaluation, and the following observations were made: slight curvature on the flex shaft with no other abnormalities, and no transcatheter heart valve (thv) returned. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed the right access vessel was adequately sized (greater than or equal to 6.0mm) to accommodate a 16f esheath+, and there was minimal tortuosity with little to no calcification present the access vessel. In this case, the complaint of thv dislodged off balloon was confirmed based on the provided procedural imagery and evaluation of the returned devices. The associated esheath+ had a damaged liner and the valve was puncturing out of the esheath+, interacting with the vasculature. It is likely that high pull force was applied in an attempt to withdraw the valve, which was stuck in the vasculature. This condition of high pull force while the valve was interacting with the aorta may have contributed to the valve dislodging off of the delivery system and remaining in the patient vasculature as the delivery system was being withdrawn through the esheath+. As such, available information suggests that procedural factors (valve interacted with vasculature and high pull force) may have contributed to the reported dislodgment. However, a definitive root cause is unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs), during a left-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 29mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the s3ur valve (loaded on the 29mm commander delivery system (ds)) was unable to advance through the 16fr esheath+, and became stuck at the aorto-iliac bifurcation. A tear was observed in the esheath+ seam and the esheath+ had perforated the abdominal aorta. It was noted that the esheath+ was not sutured in place. The esheath+ may have also been twisted at some point during advancement. The operating team panned-down when resistance was felt with the esheath+, but by then the s3ur valve had punctured the abdominal aorta. In response, the s3ur valve and ds were retracted back into the esheath+. During navigation of the system for removal out of the patient, the s3ur valve exited the distal tip of the esheath+ and lodged into the patient's right femoral artery. It is hypothesized that the esheath+ may have begun to split in the right external iliac. A surgical cut-down was performed in order to remove the devices. A coda balloon was utilized and stent grafts were implanted to stop the bleeding. Chest compressions, epinephrine and a blood transfusion were given to restore the patient's blood pressure (bp). Once the patient's bp was stabilized, a second 29mm sapien 3 ultra resilia valve was prepped. Prior to the second valve being advanced through the second 16fr esheath+ on the patient's left side, the patient became unstable again. Nevertheless, the second valve was advanced and successfully deployed. However, the patient was unable to recover and expired.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to administrative review. Sections b1, b4, g3, g6, h2, h6: health effect - impact code and device code(s) have been updated. Addition to section h6: health effect - impact code. Corrections to sections b1 and h6: device code(s). The investigation is ongoing.